Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead helix did not retract after being extended. The lead was not used, and another lead was implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.